Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that a resistor shorted on the circuit board. The flame-retardant switch housing contained the event properly. At our request, the MFR of the switch has enacted several CAPA projects to improve the quality of the switch. The occurrence of board component failures has dropped significantly in the past 12 months.